Manufacturer narrative:
The handpiece was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and excessive corrosion was found on the motor hose assembly. The motor hose assembly was replaced and additional preventative maintenance was also performed. The device was repaired and returned to the customer.

Event description:
It was reported that during testing, the pneumatic drill hose was worn and cracked. There was no report of any oil leakage from the device. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.